Event description:
It was reported that, "the reason for revision for dislocating. Cables and plate were removed. Then liner was removed using drill and screw. Then stem was removed. Replaced with 36mm f liner, 36 metal head, 29 cone body and 17mm conical stem."

Manufacturer narrative:
Additional information has been requested and if received, will be provided in a supplemental report.